Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for an evaluation and the complaint is confirmed. While the sample was being disinfected for analysis a fluid leak was noted on the film of the cassette. A visual inspection of the sample with the help of a microscope showed that there was a pin size hole in the film of the cassette. No other issues were detected on the cassette/tubing set. No additional tests were required since the symptom code of this complaint can be confirmed based on the pinhole in the cassette film during the visual inspection. Batch records for the lot identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak inside the cycler cassette/tubing area at the end of the treatment when removing the cassette. Upon follow up, the patient stated that he did not experience any adverse events as a result of this incident. The pd nurse was notified regarding what happened and antibiotics are prescribed as prophylactic. The cassette/tubing set in question was made available for return.